Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The reported failure was confirmed through review of the device logs and was reproduced in-house. The investigation determined that the reported failure was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device was evaluated by resmed technical service. Review of the downloaded device log showed that a system fault (sf74) message indicating a software task error occurred. The device was sent to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).